Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and suspected thrombus could not conclusively be determined. However thrombus is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient had a low inr of 1.1 prior to the transplant. The vad was left attached to the heart and sent to pathology. The heart and vad were separated by pathology on (B)(6) 2014 and the formalin was cleaned off the vad. It was initially planned to return the vad to the manufacturer, however, it was noted that the vad did not need to be sent back. The patient was doing well after transplant.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the pt had potential "clotting issues in the heart". The pt received a transplant. The manufacturer was advised two days later than the lvad pump will not be returning for evaluation.